Event description:
It was reported that this patient has experienced hiccups for 7 days since (B)(6) 2016. Per his neurologist, the hiccups might be vns related. Patient has been implanted for a substantial amount of time and the hiccups presented "randomly" as there had been no change in generator settings for a while. Patient's neck was also mentioned to be tender to the touch at the site of the electrode. This "pain" was persistent and is not associated with stimulation. Additional information was received that the hiccups subsided after using the magnet to disable the device. When a system diagnostic test was run, patient experienced a bad coughing attack. As a result of these recent issues, the patient¿s device was disabled on (B)(6) 2016. Diagnostics showed impedance of 2986 ohms with no warning messages. The physician is considering a full revision as a result of these symptoms. There are no known catalytic events that occurred preceding these events. Neck, chest and spine x-rays were received along with an assessment. Per the assessment, there is no apparent change in position of neurostimulator leads over the anterolateral aspect of the left neck base compared to the prior x-rays on (B)(6) 2014. The lead wires appear intact. The appearance of the electronic device and wires is unchanged since prior films. Per internal assessment of the x-rays, the placement of the generator and lead, strain relief and tie downs were all present per labeling. There were no apparent sharp angles or gross fractures of the lead that could be seen in portion of the lead that could be visualized in the images given. Based on the x-rays received, the cause for the pain and muscle spasms could not be determined. The presence of a micro-fracture in the lead also cannot be ruled out. Per decoder data reviewed, patient had a recent change in vns settings on (B)(6) 2016, where the normal output current was increased from 1.25 to 1.5 ma. No known surgical interventions have occurred to date.

Event description:
Patient underwent full revision surgery due to experiencing hiccups constantly for 8 days. Patient had the device disabled previously. The explanted devices were reported to have been discarded.